Event description:
During a regular follow-up of the subject device, an abnormal battery curve value at over 10k ohms was observed while battery impedance showed at 2.45k ohms and magnet rate at 96 min-1.

Manufacturer narrative:
(B)(4).

Event description:
During a regular follow-up of the subject device, an abnormal battery curve value at over 10k ohms was observed while battery impedance showed at 2.45 k ohms and magnet rate at 96 min-1.